Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 326 mg/dl. The customer will need to change oue her set. The customer was ask to bolus and see if she gets another no delivery. The customer stated that it is working fine now. The customer declined to troubleshoot for high blood.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.